Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: examination of the device confirmed the device was dented. Root cause attributed to user error. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial insert impactor (p/n: 254401009) was broken during the tka surgery on (B)(6) 2019. The tip of the tibial insert impactor was cracked right in half when the surgeon attempted to insert the tibial tray. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. No further information is available.